Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on visual analysis of the returned device and the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the armada 35 balloon was positioned at the non-calcified, de novo target lesion and inflated, but the armada 35 ruptured before it reached nominal pressure. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.